Manufacturer narrative:
This report is submitted on march 1, 2022.

Event description:
Per the clinic, the patient experienced a performance decrement with the device use. The implanted device remains in situ. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.